Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a fungal infection at the driveline on (B)(6) 2023. The were treated with antibiotics and an infusion. The patient was hospitalized until (B)(6) 2023.

Event description:
It was additionally reported that the source of infection was the driveline. The patient tested positive for staphylococcus aureus. The patient recovered.

Manufacturer narrative:
Section a2: patient age: corrected. Section b2: outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.